Event description:
The complainant reported that during a carotid artery stent procedure, the gauge needle of the inflation device did not respond. They continued using the device and finally the balloon ruptured after the stent placement was complete. The balloon catheter was removed and the procedure was completed. There was no harm or injury to the patient.

Manufacturer narrative:
Conclusions: other, the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the evaluation is complete.